Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause for the iipv found in the device logs was determined to be insufficient drain -one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with drain volume of 3664 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.